Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire and a guidewire straightener loaded into a introducer needle were returned for evaluation. Functional, gross visual, dimensional and microscopic visual evaluations were performed. The investigation is inconclusive for the reported failure to advance and physical resistance issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The investigation is confirmed for the identified stretched, deformation and fracture issues, as the j-tip of the guidewire was noted to be bent and uncoiling was noted throughout the introducer needle at both the hub and the distal tip. A complete break to the flat inner core wire was observed. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2023).

Event description:
It was reported that during a port implant procedure, the guidewire allegedly got stuck. It was further reported that the guidewire allegedly failed to advance. There was no reported patient injury.